Event description:
It was reported that the system vertical lift was not functioning, system was intermittently not booting up, and intermittently generating a communication failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive, generator interface board, and vertical lift power supply. System operates as intended.